Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating, "distal end of scope insertion tube became lodged inside of endotracheal tube" involving pentax model eb-1570k/serial (B)(4). The report also stated the event occurred during procedure, which was not able to be completed with the mentioned bronchoscope, and no accessories were involved. In addition, there was no delay in the procedure which would require medical intervention, no adverse events or injuries were reported to have occurred with the patient or user and the current status of the patient was reported as stable. The bronchoscope was returned to pentax medical for evaluation. Additional information was received by the facility stating the user checked the conformity of the bronchoscope and endotracheal tube before the procedure. A new shiley, ref# (b)(4, 12.3mm ID, 37f endotracheal tube, along with rusch silkospray medicant was used for the procedure. In addition, the user stated the endotracheal tube was cut off of the bronchoscope in order to remove the bronchoscope from the endotracheal tube. The user stated the endotracheal tube was not available for evaluation. The pentax medical service inspection findings included the following: light carrying bundle broken. Image dark. Light carrying bundle, bundle has less than 70% transmission . Umbilical cable buckle at umbilical connector side. Umbilical cable, non-pentax material. Insertion tube root brace, non-pentax material. Light carrying bundle, non-pentax material. Bending rubber, non-pentax material. Distal body, non-pentax material. Insertion tube, non-pentax material. Wet leak test not performed, unit compromised. Segment disconnected at distal end. Hole in #1 and #4 remote control button cover. Repairs were completed on the bronchoscope which included replacement of the following components: o-rings ad seals. Distal joint screw m1. Bending rubber. Insertion flexible tube with segment. Distal end assy with tube. Fwd body cover. Remote control button (1) and (4) pb-free. Light guide cable. Light guide fiber bundle. Insertion/s-nipple attaching screw. Suction connection tube. The bronchoscope was shipped back to the customer on (B)(6) 2018.